Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead was revised due to the lead migrating. Reportedly, during the procedure the lead was moved to be more midline. Effective stimulation therapy was reportedly achieved postoperatively.